Event description:
Customer reported that the insulin pump alarmed motor error. The blood glucose reading was 156 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump passed the rewind, basic occlusion and displacement test. The insulin pump was received stuck in a motor error alarm during bolus delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.